Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the implantable cardiac monitor (icm) exhibited undersensing of false positive episodes and noise. The icm was noted to be at end of service (eos). The device remains in use. No patient complications have been reported as a result of this event.